Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The product was not returned for evaluation. Procedural imagery provided by the site showed a balloon burst longitudinally and a radial tear. Transcatheter delivery balloon burst complaints have been previously investigated in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. As reported, when deploying the valve with 3cc and 2 seconds into full inflation, the delivery balloon ruptured. It was also noted that patient had moderate to severe calcification present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, the prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. It is possible that these two factors combinedly contributed to the event. Additionally, it is possible that the balloon burst resulted in a larger balloon profile, which could have first stuck at sheath tip and then at the iliac/vasculature. Furthermore, it was mentioned in the case notes that there is a coaxial alignment of delivery system upon reentry. As such burst balloon and non coaxial alignment of the delivery system combinedly could have led to the reported withdrawal difficulties. Available information suggests that patient factors (calcification) and/or procedural factors(over inflation/withdraw of burst balloon/ co-axial withdrawal of delivery system) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, when deploying the valve with +3cc and 2 seconds into full inflation, the delivery balloon ruptured. The team retracted the balloon/delivery as far into the sheath as they could and attempted to remove everything as a unit. The nose cone was outside the tip of the sheath and everything got stuck at the left proximal common iliac. They advanced the delivery balloon out of the sheath and were able to pull the sheath further into the external iliac. The nose cone/balloon matter ended up getting stuck in the femoral artery (insertion site) the team put a 6f destination sheath up and over and attempted to cross the femoral artery with a wire, however the nose cone/balloon matter were completely occluding the femoral artery. At this time, the decision was made to intubate the patient and perform a femoral cut down. The unit was removed and a big portion of the femoral intima came out as well. A vascular surgeon was then called and a femoral patch was placed. Patient remained stable and final angio showed brisk flow with no residual injury.